Event description:
Patient called to report that she had the proclaim implantable pulse generator and that the lead broke inside her body twice, patient had to have surgery twice to replace leads and the 3rd surgery was to remove the device so she can have scans done. Pt: 2687. Device: 1212, 1069. Ref: mw5187477.